Manufacturer narrative:
Device evaluation: the lens was returned dry, in a micro centrifuge vial. There was clear surgical residue/debris on product. Visual inspection found the haptic torn/bent and foreign material on lens surface (clear and white residue). (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6 mm vticmo12.6 implantable collamer lens, -12.5/1.0/82 diopter, in the patient's right eye (od) on (B)(6) 2017. On (B)(6) 2017, the lens was exchanged for the shorter lens due to excessive vaulting. The problem was resolved. As of the date of MDR submission, the lens has not been returned.